Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a green fiber upon completion of stapling, it was not a suture. It appeared to come from the green sureform stapler load. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment of the green reloads fell into the patient. They retrieved the fragment with a grasper instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. The instrument was found to have a foreign particle inside of the jaws. The foreign particle was removed from the jaw using a tweezer. The particle appeared to be small pieces of a green reload. Visual inspection displayed no signs of physical damage to the jaws. There was no reload returned with the instrument to confirm possible damage. Review of the procedure logs confirmed that there were multiple green reloads used in the procedure. A review of the provided image was performed, and the following additional information was provided: the fragment does appear like it may have originated from the green reload used. It is possible that the knife rotated slightly during the firing sequence, skiving a portion of the inner knife track as it travelled distally. The procedure logs confirmed that all firings with a green reload were completed successfully, with no obvious signals on which firing this occurred on.

Manufacturer narrative:
On 10/21/2024, intuitive surgical, inc. (Isi) received user facility report 0300610000-2024-8013 stating: upon completion of stapling, a green string was noticed in cavity. String removed. It appears to be from the staple load sets used for robotic arm. String, stapler and reloads removed from service and sent to robotic coordinator for review. Surgeon notified and no harm to patient was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler was transferred for further investigation into the origination of the lodged material. Visual inspection confirms the lodged material is green and is likely fragment from a sureform reload. The functional test was performed on the returned component and was a 94% match to the green sureform reload material logged in the material library. Instrument was tested for functionality and engaged and initialized on multiple install attempts. The stapler clamped, fired, unclamped, and moved intuitively in all directions. The fragment was likely lodged into the anvil groove of the stapler, the I-beam retracted, and after the completion of a firing sequence. It was recommended that sites swish the stapler jaws in saline between each install, to remove any foreign material. The reloads used in the procedure were not returned with the stapler.

Event description:
Refer to h10/h11 for follow-up information.